Event description:
It was reported that the patient presented in hospital for generator changeout procedure. During the procedure, the right atrial (ra) lead exhibited r-wave oversensing. Fluoroscopy confirmed the ra lead dislodgment. On (B)(6) 2026, the physician elected to cap the ra lead and replace it with a new one. The patient was in stable condition throughout the procedure.